Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the hypotube is separated 142cm from the tip and the hub is missing. The separation appears to have been kinked prior to separating. There is a kink 6.5cm from the separation. Microscopic examination revealed buckling to the guidewire lumen 46mm from the tip and a hole at the buckling approximately 47mm from the tip. The hole appears to be consistent with a guidewire puncturing it. There is contrast present on the balloon folds and the balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 08feb2019. It was reported that crossing difficulties were encountered. A 2.00mm x 15mm emerge balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft detachment and a shaft hole.